Event description:
Customer reportedly obtained a result of 374 mg/dl on the advantage system and 26 mg/dl on a professional device within 10 mins. Customer was treated with 50 % dextrose. Requested return of suspect system and replacement was sent.